Event description:
It was reported that after a lead was placed during implant, low impedances were measured using a twist lock cable and an external neurostimulator (ens). All impedances were measured to be in the 30s ohms. The twist lock was removed and replaced twice, but the impedance continued to be low. The healthcare professional (hcp) decided to replace the lead. The impedances were tested again after the lead replacement and all impedances were within normal limits. There was no patient injury or death and the patient had recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0nmzp, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID neu_stylet_acc, lot # unknown, product type accessory; product ID 3389s-40, lot # va0nmzp, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4). Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. Analysis of the stylet found the parylene coating on the stylet wire was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation of the lead about 8.3 cm from the proximal end. Impressions were observed on the parylene coating of the tungsten stylet.